Event description:
Additional information has been received stating I reported the issue on the day he informed me, but I do not know the date of implantation/explantation. ¿recently, a colleague implanted an sn60wf 22.5d iol in a patient with a target of -2.5d postoperatively. The patient ended up with -4.0d. Also, the effective iol position post operatively is much larger than was predicted pre operatively with the iol master namely 4.4 vs 2.9mm. So that does not fit at all with a more myopic outcome. Yesterday [(B)(6) 2020] I performed an iol exchange where I received a predictive measurement of 22.5d target -2.64d with the ora, cf. The initial pre surgery measurement¿. We have checked whether the iol of strength 22.5d has actually entered the eye and according to the administration it should be. So we are faced with an interesting mystery¿. ¿

Manufacturer narrative:
Additional information provided in b.3., b.5., b.6., d.6., and d.7. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patients symptoms have resolved after exchanging the lens.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.3., b.5., b.6., b.7., d.6., d.7., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the lens could be one of the following serial numbers: (B)(6) or (B)(6).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that after an intraocular lens (iol) implant surgery, a patient experienced an unexpected refractive outcome. The surgeon replaced the lens on a secondary procedure. Additional information has been requested.